Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insulin syringe ultra-fine® 1ml 29g x 1/2" (0.33mm x 12.7mm) u-40 100count, foreign objects were found to be attached to the needle. The following information was provided by the initial reporter, translated from chinese: the patient was admitted to the hospital with macular edema at 10:00 am on (B)(6) 2024. After admission, various examinations were completed, and a double vitreous injection and anterior chamber puncture surgery were scheduled to be performed at 2:00 pm on (B)(6) 2024. During the surgery, a disposable insulin syringe was needed for puncture and injection. During use, foreign objects were found to be attached to the needle of the product, and it was immediately replaced. The surgery was successfully completed at 14:15, and the patient felt no discomfort. The patient was sent back to the ward at 14:20.

Event description:
It was reported that while using the bd insulin syringe ultra-fine® 1ml 29g x 1/2" (0.33mm x 12.7mm) u-40 100count, foreign objects were found to be attached to the needle. The following information was provided by the initial reporter, translated from chinese: the patient was admitted to the hospital with macular edema at 10:00 am on (B)(6) 2024. After admission, various examinations were completed, and a double vitreous injection and anterior chamber puncture surgery were scheduled to be performed at 2:00 pm on (B)(6) 2024. During the surgery, a disposable insulin syringe was needed for puncture and injection. During use, foreign objects were found to be attached to the needle of the product, and it was immediately replaced. The surgery was successfully completed at 14:15, and the patient felt no discomfort. The patient was sent back to the ward at 14:20.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.